Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Family member stated that the emergency room requested that the infusion set be removed ("cannula was straight"), family member discarded, she does not have a reservoir or infusion set. Advised the family member to secure infusion set and reservoir and call hot line back to "complete trouble shooting". Family member called back for the high pressure test. Family member was unable to pinch off the tubing tight enough to get a complete blockage. Family member also tried a hemostat. After the trouble shooting found that customer was not using a tubing clamp at all. Customer was using something else which was not working.